Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Patient was seen in clinic on (B)(6) 2019. Noise presented on the atrial channel but not on the rv or far-field channels in several at recordings. Noise was not reproducible with isometric testing. Impedance, sensing, and threshold were in-range. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Since their last check, patient has had 4 vf episodes showing noise that contributed to vf detection. No inappropriate therapy was reported. Other lead statistics were found to be in range and patient did not report any known sources of potential external noise. Lead remains implanted but will be evaluated further.